Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2015 using an unknown applicator, to the arms on (B)(6) 2015 using an unknown applicator, to the middle abdomen on (B)(6) 2015 using an unknown applicator, to the outer thighs on (B)(6) 2015 using an unknown applicator, and to the bilateral flanks on (B)(6) 2015 using a coolcurve applicator. The patient was treated with a coolcore, coolmax, coolfit, and coolsmooth applicators, but it is unknown which applicators were used to treat which areas. The patient developed paradoxical hyperplasia (pah/ph) in the abdomen, outer thighs, flanks, and arms after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Continuation of section h.9 - z-1350-2022; z-1346-2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2015 using an unknown applicator, to the arms on (B)(6) 2015 using an unknown applicator, to the middle abdomen on (B)(6) 2015 using an unknown applicator, to the outer thighs on (B)(6) 2015 using an unknown applicator, and to the bilateral flanks on (B)(6) 2015 using a coolcurve applicator. The patient was treated with a coolcore, coolmax, coolfit, and coolsmooth applicators, but it is unknown which applicators were used to treat which areas. The patient developed paradoxical hyperplasia (pah/ph) in the abdomen, outer thighs, flanks, and arms after treatment.